Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is not known as the part and lot number were not provided; device discarded.

Event description:
This was reported as a venotomy closure of the right common femoral vein with a prostyle device after an interventional non-abbott device procedure using a 14f sheath. Reportedly, the deployment steps were completed successfully; however, the knot that should have been tied around the rail suture was noted to be loose and not tied. The device was removed and a new prostyle device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Lot history record (lhr) and complaint handling system reviews could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.